Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a replacement ipg procedure on (B)(6) 2017 (reported under MFR. Report# 1627487-2017-02345). During the procedure, the replacement ipg intended for use was deemed inoperable. As a result, another ipg was used to successfully complete the procedure.